Manufacturer narrative:
(B)(4). Additional information: were any staples or cut line started prior to the firing knob breaking? Approx. 30mm staples & cut lines were fired prior to the firing knob breaking. If staples were deployed and a cut line started, was the firing sequence completed prior to the firing knob breaking? Firing sequence not completed prior to the firing knob breaking. How was the case completed? No information. The analysis results found that the ntlc55 device was received with the firing mechanism damaged as the firing knob was detached and the slip block assembly was noted to be damaged. The device was received with no reload loaded in the device. Due to the condition of the device, no functional test could be performed. The damage to the firing knob and slip block assembly is consistent with high (outside indicated use) staple forming forces; however there is insufficient evidence to determine the cause of the higher loads. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure the firing knob was broken during surgery in first use. No patient consequences reported.